Event description:
It was reported the output connector was broken. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the output port was broken. Analysis also found there was a sticky substance on the battery contact clips and the lower case was broken. It was noted a bail cover and a nut were missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.